Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0unyt, implanted: (B)(6) 2015, product type: lead. Product ID neu_un known_prog, product type: programmer, physician. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
The consumer reported that the patient didn't think their stimulation was on. The patient thought their stimulation hadn't been on for at least a few days. When the patient turned stimulation on, they saw the change the programmer batteries screen. The patient didn't have batteries on hand, but would find some and call back to troubleshoot. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.